Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed and the ipg would not charge despite multiple attempts, and communication could not be established when attempted with a known-good remote control (rc) and clinical programmer (cp). As a result, the data log could be analyzed, and functional testing could be performed. With all the available information, boston scientific concludes that the reported allegation was confirmed. An internal electrical measurement showed that the output of the hall effect switch (u7) was stuck in a low state and did not change its output state when a magnet was applied. This prevented the device from going through its normal bootup process, putting it into a fail-safe mode in its boot loader state, as intended per the design. A unit under this condition would be unable to stimulate or communicate, and its charging capability would be limited, such that it would not meet the minimum charge current required to charge its battery to the full battery voltage in the given time, as specified by the design. However, the root cause of the failure could not be determined, and there is currently no established workaround. Resetting the device erases all failure mode data, making it impossible to duplicate the issue.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2023.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.